Manufacturer narrative:
Please be advised that this complaint originates from a double blind survey. Therefore, information available (i.e. Lot, catalog, site, etc.) Is very limited. Complaint conclusion: as reported in the survey, respondent#: (B)(6) reported a perforation during a cardiac and peripheral procedure. Respondent also reported, catheter kinking or breakage during navigation and difficulty in advancing or withdrawing the unknown diagnostic catheter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and on the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "arterial perforation, catheter (body/shaft)kinked/bent, catheter (body/shaft) damaged, catheter (body/shaft) tracking difficulty, catheter (body/shaft) withdrawal difficulty¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined, especially since patient related events cannot be duplicated in a lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Difficulty crossing/tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. It is possible that the tracking difficulty led to damages on the catheter, such as the kink/bend reported. These damages then could have consequently led to difficulty in removing the catheter. All the above may have caused damage to the vessel walls that led to a perforation. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the survey, respondent#: (B)(6) reported a perforation during a cardiac and peripheral procedure. Respondent also reported, catheter kinking or breakage during navigation and difficulty in advancing or withdrawing the unknown diagnostic catheter. The device is not available for evaluation.